Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during an interventional endovascular procedure, the balloon of the 80 cm. Palmaz sds genesis 10 x 19 stent delivery system (sds) would not inflate and it was showing a leak. Also, the stent got lose and migrated. There was no reported patient injury.

Manufacturer narrative:
Multiple attempts to obtain additional information and the product return were unsuccessful. No additional information is available. During an interventional endovascular procedure, the balloon of the 80 cm. Palmaz sds genesis 10 x 19 stent delivery system (sds) would not inflate and it was showing a leak. Also, the stent got loose and migrated. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 17722180 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds leakage¿ and ¿stent dislodged - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification and tortuosity have been known to damage balloon catheters, and procedural factors such as excessive torqueing may cause stent dislodgement. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.